Manufacturer narrative:
H6 - health effect clinical code 4581 - visual dysphotopsia. Claim#: (B)(4).

Manufacturer narrative:
B3: unk. D6a: unk. D6b: na . H6 - work order search: no similar complaint was reported for units within the same lot. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order, including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.50/+3.5/093 (sphere/cylinder/axis), into the patients left eye (os). The surgeon noted a ring structure on the lens surface after the lens was implanted. The lens remained implanted. The patients refractions and vision measurements were normal but the patient mentioned feeling uncomfortable due to seeing halos and a gray spot in front of left eye.